Event description:
Floor rn called baxter technical service to troubleshoot a "check lines & bags" alarm received in fill 6/6 of treatment on a homechoice machine. Rn reported that a supply bag had disconnected in an earlier cycle and some fluid drained out. The bags were reportedly positioned on the floor. The rn reconnected the supply bag to the same homechoice set spike and continued with therapy until the "check lines & bags" alarm was received while the heater bag was refilling. Rn noted all supply bags were empty at this time and connected a new solution bag to the heater line of the homechoice set. Alarm would not clear, so rn called another rn for assistance and they then contacted baxter technical service. The baxter technical service representative instructed the rn to discontinue treatment with the current set up and advised rn of the potential for contamination due to reconnectting with used bags/lines. Follow up with dialysis program coordinator reveals patient was already on antibiotcs and in hospital for reasons unrelated to dialysis and no patient injury resulted from incident.